Manufacturer narrative:
Battery pack sn (B)(6) has been returned from distributor for bent pins and is undergoing investigation at this time. There was no adverse event that occurred related to this issue. Investigation underway. No adverse event resulted from the damaged battery.

Event description:
Battery pack sn (B)(6) has been returned from distributor for bent pins and is undergoing investigation at this time.